Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was exposed to water and its not working. Customer's blood glucose was 83 mg/dl. Troubleshooting was performed. The device fell into the pool. Fluids are under the display. The device was not dropped and it doesn't have any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump functioned properly during testing. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip and moisture damage on the electronic assembly and on motor.